Manufacturer narrative:
It was reported that the device's defibrillator capacitor needs replacement. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a part number ID for defective capacitor was provided. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, the part number for which was provided to the customer, who is taking the responsibility for returning the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's defibrillator capacitor needs replacement. There was reportedly no patient involvement.